Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the insulin pump alarmed no delivery during prime. Customer stated that it was over 100 degrees in her area. She stated that she primed all her insulin out and put in a new canister that was in her purse. No troubleshooting performed as the customer didn't have an infusion set and the reservoir bottom was pulled out. Customer also stated there was a low battery alert. Blood glucose value is 116 mg/dl. Nothing further reported.